Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported it was thought the scs lead had pulled out the scs ipg header; however, during the surgical intervention, it was found the scs lead was fractured. Additionally, during the procedure, lead diagnostics showed invalid impedance values for the scs lead. Surgical intervention will be taken at a later date to address the issue.